Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012327411 was returned and analyzed. Visual inspection showed the catheter was received without the guidewire threaded in and the guidewire lumen was half retracted. No anomalies were observed along the shaft, handle, and array area. Blockage in the slide control function was encountered; the catheter array was unable to retract to the original position using the slide control. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a catheter interface cable, the catheter failed the performance test and triggered system error 2003 (relay error). The continuity test was performed and an open loop was observed at electrodes 2-5. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and the dual lumen. The difficulty retracting the guidewire lumen was captured through x-ray imaging; entangled wires and a damaged guidewire lumen inside handle (shaft-handle nose) were observed. The electrode wires appeared entangled within the handle nose. During dissection and inspection with microscope, it was observed that the hypotube and guidewire lumen were damaged at handle area with entangled and broken electrode wires. The blockage of the slide control and the retraction array issue was due to the damaged hypotube and guidewire lumen and the entangled wire inside handle. In conclusion, the catheter failed the returned product inspection due to electrode wires entangled and kinked, a guidewire lumen breach, and a broken hypotube in the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the slide control would not advance forward completely. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.